Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a monopolar curved scissors instrument to perform failure analysis. The instrument was found to have blade damage at the midpoint of the blade. One of the blade edges was indented. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted sleeve to bypass revision surgical procedure, the monopolar curved scissors (mcs) instrument would not open or close all the way. The procedure was completed with no reported injury.